Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. The pump had broken reservoir tube lip, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 208 mg/dl. The customer was changing the infusion set when the pump got stuck in the rewind complete screen. She stated that pressing the act button did not do anything. The customer also stated that the pump had a crack around the lip of the reservoir compartment. Troubleshooting was not able to resolve the issue. The device was returned for analysis.